Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from an attorney via a filed lawsuit regarding a patient receiving morphine via an implanted pump. The indication for pump use was allegedly non-malignant pain. On (B)(6) 2016, the lawsuit alleges that the patient's medical history included cervical spinal pain radiating to his upper back, shoulders, and bilateral arm pain. The lawsuit alleges that the patient's original problem began in 2001, had gradually worsened since then, and the patient had sought treatment since onset of the injury with no improvement. The patient's treatment over the course of his injury purportedly included physical therapy, dry needling, and surgical intervention for the pain including cervical fusion (anterior) in 2006, cervical fusion (posterior) in 2008, and cervical fusion removed old hardware and implanted new hardware in 2011. Due to the failed treatments and surgeries, the patient allegedly underwent an intrathecal morphine pain pump trial on (B)(6) 2015 and was subsequently implanted with an infusion system on (B)(6) 2015 for the purpose of administering intrathecal morphine to control the patient's chronic pain. The lawsuit alleges that shortly after the infusion system was implanted, the patient began to suffer complications consisting of moderate to severe aching and burning and lack of relief from the pump. On (B)(6) 2015, the patient allegedly underwent a pump/catheter revision due to complications of the spinal device. The patient purportedly continued to endure complications related to his infusion system, including but not limited to, the pump not functioning properly. On (B)(6) 2016, a pump myelogram was allegedly performed. On (B)(6) 2016, the pump was purportedly removed. The post-operative diagnosis was allegedly noted to be "non-functioning pain pump". According to the lawsuit via the attorney, the patient spent nearly a year battling the effects of the infusion system and because of the severe illness he suffered as a result, he lost significant quality of life and suffered serious and permanent personal injuries. The lawsuit further claims that the patient had suffered and would continue to suffer damages, including lost wages and benefits, diminished wages and future earnings, mental anxiety and anguish, loss of self-esteem, and medical bills. The lawsuit seeks compensation for the patient's personal injuries, pain, suffering, disfigurement, past and future medical expenses, loss of income and other economic damages. Finally, although the lawsuit further alleges that the patient had surgery on (B)(6) 2009, those allegations are inconsistent with the alleged facts previous described in the complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.